Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they developed yellow nail syndrome and their physician think it could be due to titanium exposure. The implantable cardioverter defibrillator (ICD) remains in use. Follow up was conducted to determine the patient's symptoms and to see if their device was the source of the reaction but was no received. No further patient complications have been reported as a result of this event.